Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh assay, elecsys ft3 iii, and the elecsys ft4 iii assay on an unknown roche elecsys analyzer at the customer site and a cobas 8000 e 801 module used for investigation. This medwatch will apply to the ft4 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to tsh and refer to the medwatch with patient identifier (B)(6) for information related to ft3. The sample was initially tested using the roche elecsys analyzer and the wako accuraseed method at the customer site on (B)(6) 2019. The sample was repeated on an abbott architect analyzer. The sample was also provided for investigation, where it was repeated on an e 801 analyzer on (B)(6) 2019. The model and serial number of the customer's roche elecsys analyzer was requested, but not provided. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft4 reagent lot number 380330, with an expiration date of december 2019 was used on this analyzer.

Manufacturer narrative:
The investigation states that the mathematical differences of the ft4 values generated with different analyzers are caused by differences in the setup of the assays, the antibodies used and differences of the standardization materials and procedures used.